Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, when the device was inserted, the proximal guide dissected the femoral artery. Surgery was used to treat the dissection and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of dissection is listed in the electronic perclose proglide instructions for use as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.